Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had unexplained high blood glucose because her insulin pump was under delivering. Caller stated that the insulin pump was not delivering any insulin because she attempted to deliver a fake bolus of 4 units while disconnected and they were any drops of insulin. Caller stated that it happened when customer changed her infusion set. Nothing further was reported.